Event description:
Respond (B)(6) (dissection of fem.com. Artery) procedure summary: the subject was enrolled into the respond study on (B)(6) 2014. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 600 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of the lotus valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Event description: dissection of fem.com. Artery (001): on (B)(6) 2014, during index procedure, the dissection in the subject's common femoral artery was noted. Per confirmation from site, the lotus introducer sheath led to the dissection of the femoral artery. Per edc, no action was taken to treat the event. The varc classification for vascular complication was minor. On (B)(6) 2014, the event was considered to be resolved. No additional information will be available. Potential relationship to study procedure per investigator: related persistent av block I after tavi (003)/lbbb after tavi (002). On (B)(6) 2014, post index procedure, the subject developed first degree av block, an event for the same has been reported by site. On (B)(6) 2014, 1 day post index procedure, the subject developed lbbb. The subject was recommended to have pacemaker implanted due to persistent first degree av block and lbbb. On (B)(6) 2014, 2 day post index procedure, the subject was implanted with a permanent pacemaker and the event was considered to be resolved on the same day. Of note, site has been queried to confirm with pi the primary indication (lbbb after tavi or persistent av block I after tavi) for ppm implantation. Response awaited. No additional information will be available. Potential relationship to study procedure per investigator for ae#002 an ae#003: related.

Manufacturer narrative:
This adverse event is part of clinical study respond (B)(6).